Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Worried that the product is still in her body-tampon [foreign body in reproductive tract]. Outer layer of the film was torn...cotton fluff fell off-tampon [device breakage]. Outer layer of the film was torn when she pulled it out, she felt that it was still in her body-tampon [complication of device removal] . Case narrative: consumer reported via e-mail that the outer layer was torn. No serious injury reported.